Manufacturer narrative:
UDI number: ni. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a screwdriver fractured while installing a screw during surgery. The fractured pieces were retrieved and the procedure was completed with an alternative screwdriver. There were no reported patient impacts associated with this event.

Manufacturer narrative:
Additional information: (UDI), (methods, results, and conclusions) - the returned screwdriver was evaluated. The device shaft has fractured. It is possible that when the screw was being installed, an off axis force was applied which caused the fracture. It is also possible that the driver had weakened from previous uses and the forces exerted during this case exceeded the mechanical capabilities of the device. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that a screwdriver fractured while installing a screw during surgery. The fractured pieces were retrieved and the procedure was completed with an alternative screwdriver. There were no reported patient impacts associated with this event.